Manufacturer narrative:
An event of a delivery system lock button failing while deploying the valve for the flexnav delivery system was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and that the product met all specifications. The reported event of a flexnav delivery system failed delivery system lock button is under further investigation, per internal procedures.

Event description:
It was reported that a 25mm navitor transcatheter aortic valve was selected for implant on (B)(6) 2024 using a large flexnav delivery system. The devices were prepared per IFU. During the procedure the valve was loaded into the delivery system. The valve was inserted into a 14f non-abbott introducer. During implant it was observed that the valve was able to be deployed at 80% but the lock button did not engage and did not pop up. The valve was unable to be fully re-sheathed. It was noted on fluoroscopy that there was buckling on the sheath around the aortic arch. The valve was safely deployed in the descending aorta. The delivery system was observed to be unable to removed from the introducer so both devices were removed from the patient's body together. Upon retrieval of the delivery system, it was noted that the sheath straightened with no unusual curvature observed. A non-abbott device was implanted. The patient did not present with any clinical signs or symptoms. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
H6 component code: code 4755 was removed. Code 4756 was removed. H6 type of investigation: code 4114 was removed. H6 investigation findings: code 3221 was removed. An event of a delivery system lock button failing while deploying the valve for the flexnav delivery system was reported. Also reported that the valve was unable to be fully re-sheathed. The flexnav was returned to abbott and investigation found that all components including button were functional. The cross-functional team at abbott performed x-ray imaging that showed the spring was in the intended location and the button pops up when the deployment is at 80%. The valve capsule was found to have a deformation twisted material and the inner shaft was noted to have multiple kinks which precluded functional testing for reported retraction problem. No other anomalies were found on the returned delivery system. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and that the product met all specifications. The cause of reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.